Event description:
I had mentor saline implants placed in 1997 prior to tracking, I started having rare/strange illnesses in 2002, became very consistently ill with symptoms of breast implant illness (B)(6) 2024. Every test was completed and returned normal results, here is a list of my symptoms I suffered. Weakness, breast pain, decrease reach, left brain fog, memory issues; sob swallowing, chest heavy at time's, dizziness, loss of balance, nausea, muscle pain, joint pain, neck/back stiffness, eye twitching, tailbone pain, headache,s metallic taste; eyes dry, tired, burning, palpitations, chest discomfort, thyroid level changes, constipation/gas/bloating, swollen glands; bruising, temperature intolerance, nights sweats, hormonal changes, ringing ears, insomnia, hair loss, breath change; nail changes-crack, lethargic-tired. I had no quality of life and spent 90% of my time sitting in a chair unable to even function, not only was this a financial hardship but it definitely took a great toll on my family. Insurance denied explant surgery after being diagnosed with bii and a bakers grade 3 capsular contracture of left breast. I appealed the decision only to be denied again. I couldn't afford the surgery at over (B)(6) so I travelled to (B)(6) and took my chances since I also couldn't afford to have no life! I had surgery to explant on (B)(6) 2024 at my own cost, I had noticeable differences starting the next day. As of now 26 of my symptoms are at least 60% improved. Bii is real!!! Implants are toxic and people need help! I was unable to work for six solid months as a nurse and felt that I was slowly dying, I am now hopeful to make a full recovery. Please make bii a recognized diagnosis. I had chest CT, MRI, pft's(pulmonary function tests), cath lab, multiple series of lab tests, rheumatology work up, cardiac work up, endocrinology work up. Etc. Reference report: mw5156826.